Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient's right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2020. The patient condition was unknown.